Event description:
The pt called alleging high readings on the lifescan meter compared to the lab. The pt rec'd a 480 mg/dl on the lifescan meter and compared the 480 mg/dl to a lab reading of 197 mg/dl. The pt was unable/unwilling to verify the time difference between the two readings. The pt did not receive any treatment and there is no info on whether the pt experienced any symptoms. The test strips were in good condition and not expired. The test strip vial was cracked. The control solution was not expired and the test stirps passed using the control solution. The technique of applying blood on the test strips was correct. Customer service sent the pt a replacement meter. The complaint is being reported as a malfunction, since the test strip vial was cracked. A cracked test strip vial can lead to false blood glucose readings.